Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019. The patient was in his car and alone at the time of passing. It was reported that the passing was cardiac related, that the device was alarming, and resuscitation efforts were attempted. Review of the download data, indicates the patient received a total of 23 treatments: 21 of the treatments were appropriate treatments while the patient was in vt/vf and 2 of the treatments were in response to non-sustained ventricular tachycardia (nsvt) between 15:44:53 and 16:34:59. Treatments 4, 6, 12 and 13 were unable to convert the patient's arrhythmia. The post shock rhythm for treatments 5, 7, 8, 10, 11 14, 15, 16, 17, 18, 19, 20, 21, 22, and 23 during vf was asystole. Post-shock asystole is a known adverse effect of defibrillation therapy. All of the other appropriate treatment successfully converted the arrhythmias to life-sustaining rhythms. The response buttons were not pressed during the event. The patient was last seen in asystole, non-treatable rhythm, with CPR/motion artifact at the time of the electrode belt was disconnected at 17:46:58 on (B)(6) 2019. The patient passed away on (B)(6) 2019.